Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent implanting procedure for a 3cm malignant stricture in the esophagus, performed on (B)(6), 2010. According to the complainant, the position of the deployed stent was different from the estimated stent position by ro marker. The desired placement was 5 cm above the lower end of the esophagus, but the stent was deployed at the lower end of the esophagus. The physician did not think the ro markers were in an incorrect position, and he stated that he was able to see them clearly. The stent remains implanted, and the physician is taking a "wait and see" approach in treating the patient. Another stent was not implanted in the original placement location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4): the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The delivery system was returned for analysis. It was noted that all radio opaque (ro) markerbands were present. The dimension of the four ro markerbands were measured and found to be within specification. The most probable root cause is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent implanting procedure for a 3cm malignant stricture in the esophagus, performed on (B)(6), 2010. According to the complainant, the position of the deployed stent was different from the estimated stent position by ro marker. The desired placement was 5 cm above the lower end of the esophagus, but the stent was deployed at the lower end of the esophagus. The physician did not think the ro markers were in an incorrect position, and he stated that he was able to see them clearly. The stent remains implanted, and the physician is taking a "wait and see" approach in treating the patient. Another stent was not implanted in the original placement location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".